Event description:
We zeroed the pressure wire to use in the patient's left anterior descending (lad). We were trying to decide if the patient's lad needed a new stent. When wire was being placed into the vessel an alert kept flickering on the bottom of the screen saying to attach the wire. The physician was notified and he said if he held it a certain way we had a waveform and it was working. We moved ahead with the wire and got a number saying we needed to place a stent. During the pullback instantaneous wave-free ratio (ifr) we realized there was no spike/jump in the numbers. Showing the wire was not giving an accurate reading. The wire was removed and saved. We used a new wire and it had no issues. The numbers showed the vessels did not need a stent.